Event description:
(B)(4). Weight gain, bloating, headaches, hair loss, lower back pain, pelvic pain, pain during sex, left hand numbness, brain fog, joint pain, irregular periods or very long periods as well as very painful. I had to go to the emergency room with severe abdominal pain. I couldn't even move.